Manufacturer narrative:
The device was returned for analysis with the male telescope detached from the sleeve. Visual inspection revealed the sheath assembly was kinked and the imaging window twisted. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a tortuous coronary vessel. After a 0.014 non-boston scientific guidewire was placed, the opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. While the catheter was in the coronary, it became stuck on the guidewire and when the catheter was being removed, the tip of the catheter kinked but still partially attached. The device was removed intact from the patient and was noted to be twisted and almost broken. The procedure was completed using an alternate device and without the use of intravascular ultrasound. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a tortuous coronary vessel. After a 0.014 non-boston scientific guidewire was placed, the opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. While the catheter was in the coronary, it became stuck on the guidewire and when the catheter was being removed, the tip of the catheter kinked but still partially attached. The device was removed intact from the patient and was noted to be twisted and almost broken. The procedure was completed using an alternate device and without the use of intravascular ultrasound. There were no patient complications.